Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implant date (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a low pulse when doing exercise. The patient also reported that they worry they have "permanent atrial fibrillation (af). The patient reported their implantable pulse generator (ipg) was "malfunctioning" and "defective" and that the right ventricular (rv) lead was frayed. The lead and ipg were explanted and replaced. The patient noted they "are still having problems". No further patient complications have been reported as a result of this event.